Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient heard tones coming from their device. At that time there was no available information from the field. Two months later the device was explanted for normal battery depletion and returned for analysis. Initial analysis found the device did not meet labeled longevity calculations. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was performed. No beeping tone was producing from the device as it was received for analysis. According to the memory log file, device declared elective replacement indicator (eri) at 2.68v and 19.184 second charging time when it was implanted. Eri was tripped by long charging time. There were no abnormal reset, fault code or indication of device malfunction recorded by the device when it was implanted. Bench test confirmed that all manual lead impedance measurements were within their normal range and device was capable of delivering both brady and tachy therapies as programmed. The device reached eri/eol prematurely due to a higher than expected cell impedance increase. The tones heard may have been due to the device tripping eri which is a normal device function.